Event description:
In 2009, the patient reported that her blood glucose is elevated to 266 mg/dl and there are air bubbles in the insulin cartridge of her infusion device. She was instructed to place the infusion device in the stop mode and she disconnected from the infusion site. She then primed the air bubble from the system and reconnected to the infusion site. She stated that she would bolus to lower her blood glucose. She stated that she allows insulin to reach room temperature prior to use. She requested additional training. Upon follow up six days later, the patient stated that she was able to lower her blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.